Manufacturer narrative:
(B)(4). The user interface module (uim) was received and evaluated. The uim remained blank when the unit was switched on. The software was attempted to be reloaded but the technician was unable to initiate the software loading process. The cover was removed for troubleshooting. It was noted the lcd cable was not properly connected. Once the cable was reconnected the uim powered up with no issues. The reported issue was duplicated and was isolated to the lcd cable not being seated correctly. Any additional information provided by the customer will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator user interface module (uim) was very dark and difficult to see on start-up. There was no patient involvement associated with this event.